Event description:
Event verbatim [preferred term] very bad burn [thermal burn] , . Case narrative:this is a spontaneous report from a non-contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect. On an unspecified date, the patient reported he got a very bad burn. He stated his doctor asked him to "try some syrup" but it did not work. The doctor recommended the patient go to the emergency room, which cost the patient (B)(6). The patient would like some coupons or reimbursement for the (B)(6). He threw the product as it was not good and it caused burns on him. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Investigations results from product quality complaints (pqc) group includes: this investigation was conducted for an unknown lot thermacare heatwrap product. The root cause category is non-assignable (complaint not confirmed as a quality defect. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. A lot trend was not performed as the lot number is unknown. The sample has not been received by the site. No follow-up attempts are possible. No further information is expected. Follow-up (28sep2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (20mar2020): new information from a product quality complaint group includes: investigations results. No follow-up attempts are possible. No further information is expected., comment: based on the information provided, the event thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot thermacare heatwrap product. The root cause category is non-assignable (complaint not confirmed as a quality defect. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. A lot trend was not performed as the lot number is unknown. The sample has not been received by the site.

Event description:
Event verbatim [preferred term] very bad burn [thermal burn], . Case narrative: this is a spontaneous report from a non-contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect. On an unspecified date, the patient reported he got a very bad burn. He stated his doctor asked him to "try some syrup" but it did not work. The doctor recommended the patient go to the emergency room, which cost the patient (B)(6). The patient would like some coupons or reimbursement for the (B)(6). He threw the product as it was not good and it caused burns on him. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. No follow-up attempts are possible. No further information is expected. Follow-up (28sep2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event thermal burn as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.